Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance on how to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and call back if issue occurred again, which customer acknowledged and understood.